Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in july 2021 (further described as "within the past few weeks"). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) integrated apd sets w/cassettes were damaged; further described as the patient line was noticed to have a split or cut on the patient line tubing (area where the patient line meets the white cap). This was observed during set up for automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.